Manufacturer narrative:
Product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3998, lot# lb1925, implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3998, lot# lb1925, implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had their device explanted due to infection. The device was explanted on 2014 (B)(6). The paddle part of the lead was left in place. The paddle part of the lead was adhered to the dura so it was left in place and the wires were cut off. The entire system was removed to allow the infection to clear. The type of infection was unknown. A culture was taken from the device pocket and the lumbar region. Antibiotic treatment was necessary. The location of the infection was the device pocket and the lead extension connection location. The patient status at the time of the report was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.